Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cassettes failed to enter presenting a failure during cataract surgery (with intra ocular lens implantation) surgery - specifically upon inserting the handpiece to initiate ultrasound¿at which point the equipment began making unusual noises and displaying screen errors. By then, the patient already had 2.4 millimeter main incisions and a completed capsulorehexis. It was not at all possible to complete the surgery at the facility despite checking connections, restarting the equipment, and replacing the cassette set with another of the same lot rendering the patient to remain in the operating room for over 40 minutes in a highly vulnerable state and had to be transferred to another ophthalmic clinic to complete the surgery. There was no immediate patient impact and the patient was recovering as well. However, while testing with another batch of cassette, the equipment functioned correctly, showing no further malfunctions and hence excluding the console from suspect product list.